Manufacturer narrative:
The event did not cause any injury to the patient. Anchor's investigation has not been able to confirm the cause of the incident as the sample was not returned for analysis. Based on the event description, the defect could be related to material delamination of the material. An improvement corrective action plan has been defined and implemented for the supplier's process and equipment to reduce the potential for delamination of the bag material. Product was manufactured prior to implemented corrective action.

Event description:
Tissue retrieval system failed during removal of the gal bladder.